Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation - visual inspection of the returned product found the iol was implanted into the patient and was not returned. There was no irregularities on rod or nozzle that may damage the lens. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down till the final position. The surgery video was checked and we found that the lens was about 5 mm ahead to the tip of nozzle from the normal waiting position, where the lumen is narrower than normal waiting position. Lens figure was correct but when injecting through the nozzle, the lens already had a little crack. There was no irregularity found on injector and iol, all met criteria. Work order search: no similar complaints were reported for units within the same lot. Conclusion code - based on the complaint history, work order search and product evaluation, it is more likely that the customer did not follow the instruction. In case operator push the lens more than waiting position (toward tip of nozzle) during setting , the lens gets more pressure due to narrowing down lumen and the lens may get damage at haptic area. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a ks-ain aq310ain 27.0 diopter preloaded injector and even though there was no irregularity observed during setting including folded lens figure and injection was smooth, the lens was found to be cracked from the haptic when it was implanted. The lens remains implanted. There was no report of any patient injury.